Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional testing was performed and the tubing separated from the outlet port of the luer. Closer visual inspection of the tubing end showed tehre was no residual solvent bond present. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connector of a clearlink extension set separated from the tubing. This occurred when the device was being wiped down with an alcohol wipe. There was no patient involvement. No additional information is available.